Event description:
The customer contact reported the tubing set split; subsequently, a leak was noted. On an unspecified date, the extension tubing set was being used as a saline lock for intermittent deliveries of unspecified medications. After an unspecified length of time, the customer contact reported that when the slide clamp was used to clamp the tubing set, the tubing set split at an unspecified location. It was reported that an unspecified volume of solution leaked from the split of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.